Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the biomed department had an impella automated controller (aic) repeatedly alarm for controller failures during a procedure. The team removed the aic from service. No further details were made available. The outcome of the patient was indicated as "unknown." However, there was no report or indication of interruption in support or patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported event showed three unexpected shutdowns, with the console¿s software automatically restarting after each shutdown. The first reboot took place after two hours of the console being powered on. This reboot followed a partial reset of the watchdog and a missed acknowledgment from the process osslopsens. The second reboot occurred after another partial reset of the watchdog and another missed acknowledgment from the process osslopsens. After the three system reboot, the "unexpected shutdown" alarm was triggered, and the watchdog restarted. The console was tested, but the issue could not be reproduced, and no unexpected shutdowns or performance irregularities were observed. Additionally, the console was manually power-cycled 10 times without issue. No power supply interruptions were detected between the power battery manager and the 4-in-1 assembly. The most likely cause of the aic unexpected shutdown was a software anomaly. The root cause of the unexpected reboot was due to a software process failure. The cause of thesoftware process failure was not determined. A.3 revised as information was inadvertently omitted in the initial manufacturer device report number 1220648-2025-25953. D.9 revised device returned to manufacturer as selection was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25953.